Manufacturer narrative:
The impella device has not been returned by the customer and therefore, evaluation of the device was not possible. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The complainant reported a 51-year-old male patient suffering from acute myocardial infarction and cardiogenic shock was presented for impella placement. Following impella implant, suction was immediately encountered from levels p4 down to p1. An echo was performed and a free-floating clot was seen extending from the left atrium and pulmonary veins into the left ventricle. The pump was explanted and surgery was performed to remove the clot. The patient survived the procedure.

Manufacturer narrative:
The investigation into the thrombus and the low pump flow issue has been completed. The device was not returned for investigation. Per the clinical information provided, doctor found floating biomaterial in left ventricle. The cause of the low pump flow issue was most likely biomaterial found in lv and biomaterial interaction with pump was noted during data log review.